Event description:
Customer reported a delivery issue with their freestyle lite meter. Customer also reported experiencing symptoms of lightheadedness unbalance and "twisted leg". Paramedics were called and transported customer to hospital where he was being diagnosed with severe hyperglycemia but the treatment is unknown. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is the final report. The reported event relates to product delivery issue. There was no report of death or mistreatment associated with this event.